Event description:
The caller alleged discrepant results when compared with lab results. The results are as follows: date: 2008; inratio: 2.4; 3.3; lab: 1.9, 2.0. The patient was hospitalized since she had a stroke.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008; inratio: 2.4, 3.3; lab: 1.9, 2.0; mean: 2.15, 2.65; confident limits: 1.4-3.1, 1.7-3.8. As per internal procedure, the inratio and lab values are within the confident limits. The patient had a stroke and was admitted in the hospital. This is an adverse event.